Manufacturer narrative:
The device was returned for analysis. During product testing, the balloon was inflated to rated burst pressure, held pressure and the stent implant expanded properly with no leak noted; therefore, the reported activation failure was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure as the device inflated and the stent was expanded successfully during return device analysis. However, factors that may contribute to activation failures include, but are not limited to, patient anatomical morphology, patient disease state, inflation technique, contrast dilution, and inadequate connection to the inflation device. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device was available for evaluation. H6: type of investigation code 4115 - removed. H6: investigation conclusions code 4315 - removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure; however, factors that may contribute to activation failure include, but are not limited to, damage to the device, contamination in the inflation lumen, patient anatomical morphology, patient disease state, inflation technique, contrast dilution, and inadequate connection to the inflation device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was non tortuous. The xience sierra stent delivery system was advanced to the lesion without issue; however, during deployment, the balloon would not inflate. A new stent was used and delivered successfully to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.